Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that the sensor gave inaccurate values on (B)(6) 2013. The device read 50 and the finger stick value was 250.patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.